Manufacturer narrative:
(B)(4). Batch # n55m01. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure when the doctor needed the device for transection and anastomosis, the theatre staff loaded the device with reload. The doctor said that the reload did not want to correctly fit into device. The doctor then did a hand anastomosis, there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences as a result of the event? If yes, please describe. No direct patient consequences caused by device not working the only major consequence was time in theater and the time patient was open on the table. Another additional information request was made and the following was obtained: how much additional time was the patient in the theater? They don¿t know, difficult to estimate. Was the additional time due to the issues experienced with the device? Yes, the device works much faster than hand anastomosis was there any patient consequence as a result of the additional time in theater and the time the patient was open on the table? Please explain. There was no patient consequence that I am aware of.